Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
According to the available information, this case concerns a 70-year-old male patient with a medical history of a spinal cord injury at t1. Due to incontinence tai with peristeen was initiated approximately 4-5 years ago using 800-1000 ml of water, daily and with 3 pumps of the balloon. The patients used around 1.5 hours for the procedure and still experienced weekly problems and varied stool consistency and varied sit time (from instant results to long periods of waiting). On (B)(6) 2023, the patient performed a tai procedure with normal insertion of the catheter and at least 3 pumps of the balloon. The balloon was not staying in place and there was leakage, which led to the patient using his fingers to hold or reposition the balloon. The patient did not experience pain (probably because of the underlying condition), but noticed blood, which he was used to with irrigations due to hemorrhoids. However, the bleeding continued, and the patient called a md and the following day the patient was hospitalized. It was reported (not specified how assessed) that the patient had an intraperitoneal rectal perforation with large hematoma near the rectosigmoid mesentery. The patient had surgery with a formation of a stoma (not further specified other than surgery x3). The patient was still admitted with a total of 26 days and recovering at reporting of the incident but was expected to be sent home (B)(6). No further information is available at this time.